Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a male patient underwent afib - paroxysmal procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade (CT) requiring a pericardiocentesis and prolonged hospitalization. It was reported by the biosense webster inc. (Bwi) representative that the patient suffered a pericardial effusion (pe). At the end of the case on the final lesion, anesthesia noticed the patients¿ blood pressure dropped. The intracardiac echocardiogram (ice) catheter was used to confirm a pericardial effusion. A pericardiocentesis was performed and about 600 cc of fluid was removed from the pericardial space. Patient is stable currently. Procedure was completed at the time. The bwi representative stated that a mx of 50 watts was used on the anterior wall and 45 watts on the posterior wall of the left atrium. Total ablation time was 14:53. The patient is still intubated as they wait for an intensive care unit bed but will be extubated once they are transferred to the ICU for overnight observation. The physician suspects the effusion was caused by a steam pop on the anterior ridge between the on left superior pulmonary vein (lspv) and left atrial appendage (laa). The adverse event was discovered during the use of biosense webster products. The physician¿s opinion of the adverse event was that it may be caused by steam pop. The patient fully recovered and required extended hospitalization because pericardial drain was left overnight, and the patient was monitored for further effusion. A smartablate (sa) generator with serial number as sn # g4c-0908 was used. A transseptal puncture was performed, and the needle used was an abbott brk 1 xs. Ablation was performed prior to noting the pe or CT. Steam pop was evidenced by an audible sound heard by the physician. The event occurred during the ablation phase. An irrigated catheter was used in the event, with the flow setting as normal 15ml/ min. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. There were no error messages observed on biosense webster equipment during the procedure. The force visualization features used were graph, dashboard, vector and visitag. The parameters for stability used for the visitag module was 3mm 3 sec 3g 25%. No additional filter was used with the visitag. The color options used was fti. The steam pop occurred during the last lesion on lspv ridge. The generator and catheter used during the procedure was a stsf cath and sa generator. The generator parameters and thresholds used was temperature cut off and power cut off. There were no errorsreported by the biosense webster systems .

Manufacturer narrative:
The device evaluation was completed on 17-nov-2022. It was reported that a male patient underwent afib - paroxysmal procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade (CT) requiring a pericardiocentesis and prolonged hospitalization. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device was performed following bwi procedures. Visual analysis revealed that the dome of the device was bent, however, the root cause of this condition could not be conclusively determined. It was concluded that this condition occurred outside the bwi manufacturing facilities, probably during the handling of the device. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. Per the event, several tests were performed. The magnetic, temperature and force features were tested and an intermittently displayed force hi error and force vector inverted were observed on the undeflected position due to an internal printed circuit board (pcb) issue. Additionally, an ablation cycle could not be performed as temperature was intermittently displayed due to an open circuit on the tip area. Based on the available information, these failures are unrelated to the described event. A manufacturing record evaluation was performed for the finished device 30869656l, and no internal action was found during the review. The steam pop failure could not be confirmed during the product investigation. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)